Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. H4 device manufacturer date: date of manufacture cannot be determined since the serial number was not provided. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a definitive root cause of the issue (failure of endo therapy device passage) could not be determined since the device was not returned for evaluation. The following information is stated in the IFU (instructions for use) which may help to detect/prevent the issue: the detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device. H3 other text : device not returned.

Event description:
The customer reported that the cutting wire was snapped and deformed, the devices were being hung up on the tip of the scope and the wire was not locking. It is unknown when the reported issue was observed. There was no patient or user injury reported due to the event. This report is being submitted for the reportable malfunction of failure of endo therapy device passage.